Event description:
It was reported that the nurse stated the patient was extremely unstable, and the patient was not maintaining the temperature on the arctic sun device. The nurse witnessed cardiac arrest, status epilepticus and severe neurological disease. They believe inability to reach target temperature was patient related, but wanted to verify if the device was working properly. The flow rate was 3.4lpm, target temperature was 37c, water temperature was 39c, patient temperature was 34c on foley probe and 33c on another probe. Therapy running off of foley probe 33c. Nurse swapped out secondary probe to rectal probe and both probes were correlating. There were 4 arctic gel pads connected with no exposed abdomen. Bair huggers applied and on maximum. The trend indicator showed 2 bars trending downward. The water temperature was continuing to increase. Mss discussed turning up vent warmer with physician and respiratory. The device was functioning properly, and mss advised to discuss additional interventions with the team. Based on the additional information received from wo on 11oct2022, the device was failing calibration for an error 80 (water check time out ¿ unable to reach calibration temperature) and not cooling. A check of the diagnostics showed a failed mixing pump.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be due to "sensor wire too weak / thermistor wire too weak". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and lot number for this device is unknown. Therefore, bard is unable to determine the associated labeling to review.